Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the patient received a low flow alarm reportedly related to known deposits within the cannula at the pump inlet juncture. The patient's hemodynamics were stable and the patient had adequate volume, but there was a suspected anticoagulation concern. The patient's activated clotting time (act) was in the 160 second range. The physician increased the patient's act goal to 180 seconds. The results from the partial thromboplastin time (ptt) were pending. It was reported that ptts may be a preferable measurement over acts. The device was reported to have been functioning as expected.

Manufacturer narrative:
The device was not returned for analysis. The report of low flow alarms and deposits within the cannula at the pump inlet juncture could not be confirmed as the device was not returned for analysis. A root cause could not be correlated to a device related issue. However, the device was reported to have been functioning as expected. Multiple requests for additional information were made; however, no further information was provided. The manufacturer is closing the file on this event.